Event description:
During a lap colon, the tip broke off the instrument and fell into pt. The tip was retrieved without difficulty. The case was completed with another same like device. There were no pt consequences.